Event description:
It was reported that while the mr nurse connected the wall gashoses to the ventilator, it got stuck up against the MRI housing. No patent was connected to the ventilator at the time of the event.

Manufacturer narrative:
Maquet inc. Submits this report on behalf of the device manufacturing facility maquet critical care. Maquet critical care provides product failure investigation, analysis and resolution for the device described in this report.